Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If the meter and strips are returned, lifescan will evaluate them and, if the meter and strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Medical affairs spoke to the pt on (B)(6) 2004 and obtained the following info: the pt called alleging an error 2 message on the lfs meter. The pt did not experience any symptoms at the time of testing. Five hours later, he went to the md's office and tested on the md's meter and a result of 168 mg/dl and did not receive any treatment. Pt mentioned he went home and took his oral medication. Test strips were in good condition. Ccr had the pt retest and issue still persisted. This case is being reported as a malfunction, since customer service was unable to resolve the error 2 message. The error 2 message could be caused by a used test strip or a problem with the meter.